Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was sleeping and woke up with low blood glucose of 42 mg/dl. Customer was treated their low blood glucose with food had a bowl of cereal and banana. Customer was not in auto mode. Insulin squirted out during the last set change from end of set before connecting at their site. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Insulin pump will not be returned for analysis.